Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported that when the patient sits and leans back it hurts. The reporter stated it does not hurt when they touch the implant. It was noted the patient¿s implant had shifted compared to when they first got it. It was further noted the patient stated the implant did not protrude that much when they first got the implant. Additional information was requested, but was not available as of the date of this report.